Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had experienced battery power loss and had to change their battery four times today. Their blood glucose was 402 mg/dl. They said that the pump would reset and required them to reprogram the time which caused his blood glucose to go higher. During troubleshooting, the caller said the customer¿s battery did not last more than a week and that they are not performing excessive button pressing. There have been no unattended alarms. The customer uses the backlight feature frequently. The customer was advised to revert to a back-up plan per their doctor¿s instructions. While troubleshooting, the caller mentioned that the pump turned back on and alerted low battery and did it a second time. The insulin pump will not be returned for analysis.